Manufacturer narrative:
Pump booted up once installing an aa lithium battery, no critical pump error or critical pump error (open book image) noted. Unable to perform displacement test rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to reoccurring pump error 38 alarm. The pump failed the sleep current test. The pump passed the active current test and self test. Test p-cap and reservoir locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thus software. Pump alarmed a pump error 3 (file number: 2002, line number: line number: 2803, esf #: n/a) on (B)(6) 2023 19:30:01.000 due to a possible hardware error. Pump alarmed a pump error 38 during testing on 04/14/2023 at 10:18:56.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, force sensor, keypad flex connecting cable, and internal lithium battery. The following were also noted during visual inspection: broken battery tube threads, scratched case, cracked case, stained keypad overlay, missing display window/cover, cracked case (battery tube), pillowing keypad overlay, corroded battery tube, and corroded battery tube spring. Critical pump error (open book image) alarm was not observed during testing. Critical pump error (open book image) alarm¿not confirmed. Moisture damage was confirmed found on the battery tube, electronic assembly (pcba 1 and pcba 2), motor, force sensor, keypad flex connecting cable, and internal lithium battery. Pump error 38 alarm was confirmed during testing due to moisture damage on the motor home switch and motor flex cable. Pump error 3 was confirmed in the pump history files and traces due to moisture damage on the electronic assembly. High sleep current measurement was confirmed due to moisture damage on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 630g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a crack on the pump and a critical pump error or open book image alarm. No harm requiring medical intervention was reported. Troubleshooting was performed and explained, the insulin pump performed safety checks, and the error was found. The customer will discontinue using the insulin pump, which will be returned for analysis.